Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch (lbb) due to unknown product performance anomaly. This lead was replaced with same model, not implanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A tip pulled away from the lead body and outer coils are out of alignment were observed during visual inspection. Also, a dried body fluid and tissue were noted in the helix housing was noted. Furthermore, helix mechanism test was unsuccessful due to the helix being deformed. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch (lbb) due to unknown product performance anomaly. This lead was replaced with same model, not implanted and returned for analysis. No adverse patient effects were reported.